Event description:
On (B)(6) 2013, the reporter contacted animas alleging keypad tactile change and unresponsiveness. The reporter stated that all keypad buttons are difficult to press and have a delay in response. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during inspection the original complaint was unable to be duplicated. All the keypad buttons responded normally and when the keypad cover was removed there was no contamination found under buttons contacts. The keypad cover was undamaged. There was no evidence of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.